Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call, they were hospitalized for high blood glucose of 600 mg/dl on (B)(6) 2017. Customer was experiencing symptoms such as fever, ketones, and was feeling ill. Customer was diagnosed with influenza a. Customer was treated for the influenza and they lowered the blood glucose. Customer was wearing the insulin pump up to the hospitalization as it was removed with customer was admitted. Customer was advised at he hospital her blood glucose was coming down as the customer did not insert the infusion set properly. Troubleshooting on the insulin pump was not performed as customer just wanted to document the hospitalization. Customer was inquiring about a new transmitter since it was lost at the hospital. The insulin pump is not returning for analysis.